Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that the main coil prematurely detached inside the microcatheter during advancement to the middle cerebral artery aneurysm. The coil was continued to be pushed out into the aneurysm. Fortunately, the physician was able to deploy this coil successfully without any coil migration outside of the aneurysm. There was no clinical consequence to the patient due to the reported event.